Event description:
The customer reported that less than 5 ml of an unknown fluid was leaking from the coulter lh 750 hematology analyzer. The customer stated the differential incomplete results were recovered in connection with the leak. The leak was contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing gloves and a lab coat at the time of the incident. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from the sample line tubing which became disconnected from the flow cell; tubing was refitted, resolving the leak and the differential incomplete results. The instrument was returned to normal operation. (B)(4).